Event description:
Patient was implanted with hardware from t10-ilium on (B)(6) 2011. On follow-up visits, dates unknown, a broken left iliac screw and a non-union were noted. Patient was returned to the o.r. On (B)(6) 2013 for revision. During removal the surgeon noted the right rod was broken at l4 and removed the right l4 uss vas screw to make room for a parallel connector. Two new iliac screws and a new right rod with the parallel connector to the existing rod at the l4 level were placed. This report is 3 of 14 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. Additional codes: mnh, mni, kwq, kwp. Cannot be determined without a part number. Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.